Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of 125 ohms. Technical services discussed increasing the upper limit of alert configuration impedance measurements in latitude and continuing to monitor. The lead remains in service. No adverse patient effects were reported.